Manufacturer narrative:
Product complaint # (B)(4). Batch # t5ck47. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60d fully fired cartridge loaded on the device. Another gst60b reload was received unfired with 9 double driver missing, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Reload (b): gst60b, t5c762, unfired with the cartridge pan partially dislodged from left side, with 9 double drivers missing.

Event description:
It was reported that during a low anterior resection on the second fire the staples began to fall out of the device. This was on the back table with a blue reload,"no staples fell into the patient". The procedure was completed with a second like device with no patient consequences reported.